Event description:
Ous MDR - oversensing was reported. The exact implantation date was not communicated to biotronik. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
During the analysis of the lead, fraying of the insulation 18.5 cm distal of the is-1 connector pin and fraying of the coating of the rope conductor to the ring electrode at just that site were noted. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The analysis did not provide any indications of a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. All other damage to the lead is probably a result of the explantation process. There were no indications of material defects or manufacturing errors for either the lead or the ICD.